Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported loss of connection on multiple piics house wide resulting in the message " no data from tele". There was no patient incident.